Event description:
It was reported that the iab's fos (fiber optic sensor) would not zero, and the iab pump emitted a "check battery" alarm. As a result, pump was exchanged off of pt. No patient complications were reported.

Manufacturer narrative:
Per director of regulatory the complaint log was changed to a reportable event on 6/5/07. Eval: a field service rep. Found that the fos functioned appropriately; auto zeroed with a test device & status was ok. Calibration checked out ok. Pump's battery run time was < than 20 min.; battery was replaced. A follow-up report will be filed if more information becomes available.